Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to low blood glucose on unknown date. The customer¿s blood glucose level was 30 mg/dl at the time of incident. Customer reported that the insulin pump had stuck button alarm. Customer did not pressed button for 3 minutes. Customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.